Event description:
It was reported that during a breast biopsy, the screen of generator was black. Another like device was used to complete the procedure. No pt consequence reported.

Manufacturer narrative:
Eval summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The unit was returned to the international service center. Based upon the inquiry info received visual and functional examination, the unit was found to be require; replace uniboard and lcd. After servicing the unit passed qa functional testing. The device history record has been reviewed via the database. The unit has passed all qa inspections. Complaint info is trended on a regular basis to determine if further investigation is warranted.